Event description:
Reported due surgical procedure that led to hospitalization. The operator attempted an arteriotomy closure with the perclose proglide device after a diagnostic procedure. The procedure was performed via the right femoral artery. Reportedly, the procedure was performed without any issues. As the device was removed from the pt and tension was applied to the suture, the suture pulled through the artery. The suture was removed with a "piece of tissue" attached to the knot. A vascular surgeon was consulted and the pt was taken to surgery for repair of the artery. The pt's hospitalization was prolonged, but the duration of stay is unknown. The pt was discharged to home on an unspecified date. Although requested, no additional info was provided.